Event description:
Information received from the field notes that when the patient was in the hospital for an unrelated surgery, the pulse generator was found to exhibit ventricular under- sensing, loss of capture and >2500 ohms lead impedance in the bipolar configuration. Since appropriate function was observed in the unipolar configuration, the device was programmed to unipolar pace and sense.